Event description:
Filter change due. Therapy was stopped, and the same patient was selected. Priming procedure initiated and completed. There was an air in blood alarm given without soft keys to clear alarm. (Air detector should be disabled during priming) the cassette had to be unloaded, and the data card was downloaded. A new patient was selected and circuit was primed easily.